Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 1. On 2023-12-11 , non-osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: infection, mobility and inflammation. No further patient complications were reported.